Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. Literature citation: guo xiuli, hu liangshan. Follow-up study on the application of jumbo cup in total hip revision surgery for 4 to 10 years . Objective/methods/study data: to evaluate the efficacy of jumbo cup (non depuy) in revision arthroplasty for 4 to 10 years, and to provide reference for clinicians to select revision formula. Methods thirty-one patients (31 hips) who underwent total hip revision and used jumbo cup in youtou central hospital from 2007 to 2015 were selected. It is noted that the article mentions that revised implants were pinnacle cups and solution femoral stems. Adverse event(s) and provided interventions. Qty 31 aseptic loosening cases with 17 being acetabular side only and 14 being both acetabular and femoral side.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.